Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to feelings/normal results. The reporter claimed obtaining a blood glucose reading of ¿250 mg/dl¿ with the subject meter. This complaint is being reported because during troubleshooting the patient performed a walk-through control solution test and the result obtained was out of the expected range. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 2: the test strips involved with this complaint failed testing. The vial was found to have been exposed to moisture. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.